Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that at the time of the procedure, the nurse saw that the balloon was punctured. The nurse put the air pressure at 5 ml and sometime later, it dropped to 3 ml then to 2 ml.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One sample was received for evaluation. A visual inspection according to procedure, and a functional test was performed according to product specification. When the balloon was filled with 5ml of water, no leak was observed, it was left inflated with water for the second day and when the water was removed with a syringe it only contained 3ml of water. The root cause and action plan will be documented through a formal corrective/preventative action (CAPA) which has been initiated to address the reported condition to mitigate any further occurrences. This complaint will be closed with no further action and will be used for tracking and trending purposes.